Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. The left atrium was mapped with a pentaray catheter inserted transeptally during a pulmonary vein isolation (pvi) procedure. A small drop in blood pressure after isolating the left veins with a the thermocool® smart touch® sf bi-directional navigation catheter prompted the physician to check the ultrasound. A small pericardial effusion was noted, however, the pressure was stable, so the physician continued with ablation of the right pulmonary veins. After completion of the right vein isolation, it was noticed on the soundstar catheter that the effusion was larger. All the catheters were removed except for the intracardiac echocardiography (ice) catheter, which was left in the right ventricular outflow tract (rvot) to monitor the effusion. Pericardiocentesis intervention was performed, and the patient was stable, woken up and kept overnight at the hospital. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that he is uncertain, but he does not think the cause was a product malfunction. He thinks it could have been caused due to the procedure (possibly from the patient coughing during an rf delivery or possibly from excessive force on the roof during respiration). Intervention provided was pericardiocentesis. The outcome from the adverse event was reported as fully recovered. The patient required extended hospitalization because of the adverse event for observation. Brk, sl1 needle was used for the transseptal puncture that was performed. Ablation had already been performed prior to noting the cardiac tamponade. There was no evidence of steam pop. A small pericardia effusion was noticed during ablation, ablation was completed and post ablation it was noticed to be larger. The flow setting for the irrigated catheter used was for thermocool® smart touch® sf catheters 8 ml/min <30w and 15 ml/min >30w. Correct catheter settings were selected on the generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector and visitag. Parameters for stability for the visitag module used were 3mm range, 3ms time, 3g for 25% force over time (fot), 3mm lesions. No additional filter used with the visitag. Color options used prospectively was ablation index.